Event description:
It was reported that during a laparoscopic hand assisted nephrectomy procedure, the device tore at the superior or outer portion. The procedure was completed with another like device. There was no pt consequence.